Event description:
It was reported that during a lap cholecystectomy procedure, fired a couple of times and the applier started spitting clips. The clips were coming out not formed. Used another device to complete procedure. Not performing a cholangiography, used under normal application. No patient consequence. One device returning.

Manufacturer narrative:
Info anticipated, but unavailable at this time.